Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the gas supply sensor printed circuit board assembly (pcba) to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator was not displaying the air pressure readings. There was no patient involvement.

Manufacturer narrative:
A gas supply sensor printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to an electronic component in the pcb. If information is provided in the future, a supplemental report will be issued.